Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with syncope. Review of remote transmission revealed lead noise on atrial channel. No intervention was performed. The patient was in a stable condition thereafter.

Event description:
New information states that the patient had three attacks of stroke and was admitted to hospice care. No intervention was performed. The patient will continue to be monitored.